Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. As the subject device was manufactured prior to the design change of the power switch, probable cause for the power switch failure is related to the operating force applied to the power switch and the number of times activated, which exceeded expectations. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for evaluation. Upon return of the device, power switch is stuck in the on position was confirmed. The main switch was replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center power switch was stuck in the on position. There was no harm or user injury reported due to the event.